Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test was positive to titanium") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") and adverse event ("atypical symptoms"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2016. At the time of the report, the allergy to metals, adenomyosis and adverse event outcome was unknown. The reporter considered adenomyosis, adverse event and allergy to metals to be related to essure. The reporter commented: consultation of (B)(6)2016: the patient experienced atypical symptoms, either related to adenomyosis in uterus or to a reaction caused by essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2016: positive to titanium. Amendment: the report was amended on (B)(6)2019 for the following reason: upon internal review, event "medical device removal" was removed and event "allergy to metals" regarded as incident. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test was positive to titanium") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") and adverse event ("atypical symptoms"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, adenomyosis and adverse event outcome was unknown. The reporter considered adenomyosis, adverse event and allergy to metals to be related to essure. The reporter commented: consultation on (B)(6) 2016: the patient experienced atypical symptoms, either related to adenomyosis in uterus or to a reaction caused by essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2016: positive to titanium. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of case: (B)(4) and will be deleted from argus. All case information and source documents from has been transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have allergy test positive ("allergy test was positive to titanium") and experienced adenomyosis ("adenomyosis") and adverse event ("atypical symptoms"). The patient was treated with surgery. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. At the time of the report, the medical device removal, allergy test positive, adenomyosis and adverse event outcome was unknown. The reporter provided no causality assessment for adenomyosis with essure. The reporter considered adverse event, allergy test positive and medical device removal to be related to essure. The reporter commented: consultation of (B)(6) 2016: the patient experienced atypical symptoms, either related to adenomyosis in uterus or to a reaction caused by essure inserts. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.